Event description:
Allergan representative reported that an "alleged" port leak. The port was removed and replaced. Follow-up findings: "the pt chart states that during the fill appointment, a problem was noticed." No further info was provided.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. In addition, the analysis noted pulled and missing material at the damaged port septum and evidence of coring likely to be caused by the use of a coring needle. The lab noted no leakage from the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."